Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the stored data identified regular pacemaker mediated tachycardia (pmt) appropriately terminated with the algorithm. All stored electrograms showed farfield r-wave oversensing (ffrwos). Additional findings included 2 events of non-sustained ventricular tachycardia (nsvt), one probable event of atrial tachycardia (at) with rhythm ID (rid) uncorrelated and one event of true vt. The observations were documented, and the device remains in service. No adverse patient effects were reported.